Event description:
A report was received that the physician suspected the patient had an infection. The location and details of infection are unknown at this stage.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Additional information was received that no further action will be taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the physician suspected the patient had an infection. The location and details of infection are unknown at this stage.